Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. The customer stated that the sensor was reading 60 to 68 mg/dl and the insulin pump alarmed threshold suspend all night when her blood glucose was in the 100 and 200 mg/dl range. The customer had inserted the sensor the day before and found blood on the cannula when removed. Current blood glucose was 96 mg/dl. Customer was advised about the recommended insertion and calibration process.